Manufacturer narrative:
(B) (4). The device has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.

Event description:
It was reported that at refill, the pt "had not had any pain relief" with the pump. The hcp had difficulty filling the pump reservoir. The hcp expected to aspirate 11ml which was removed from the reservoir. He was then unable to instill >20mls of drug. They did not aspirate and attempt to refill again. The pump contained morphine 20 mg/ml at 2 mg/day. Xray confirmed that the catheter was not in the intrathecal space. The pt was brought in for a surgical revision on (B) (6) 2010. It was determined that the catheter had become dislodged from the intrathecal space; it was uncoiled during surgery. The hcp then tried to push fluid out of the catheter tip via the catheter access port (cap) without success. The pump pocket was opened and the hcp decided to also replace the pump. Refill and/or aspiration of the pump were not attempted during surgery. The pt recovered without sequela and with good pain relief.